Event description:
The service engineer (se) reported that the touch position was misaligned. There was no patient involvement when the issue occurred. No patient or user harm reported. The se attempted to calibrate the touchscreen, but the issue was not resolved. The se replaced touchscreen to resolve the issue.

Manufacturer narrative:
Reporting address & institution phone #: (B)(6).